Event description:
This patient was hospitalized with chest pains nineteen days after treatment with a cypher stent. Angiography showed thrombus within the stent. This patient presented to cath for emergent treatment due to an acute myocardial infarction. Percutaneous coronary intervention (pci) was performed on a 99% de novo lesion in the mid right coronary artery of 15 mm in length in a 2.5mm vessel diameter. The vessel was classified as type c. Direct stenting was performed with a 2.5x18mm cypher stent at 18 atm. Post dilation was not conducted. Ivus was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual diameter stenosis measured 0%. Act was not measured.nineteen days later, the patient complained of chest pains and was hospitalized. Coronary angiography was conducted and thrombus was observed inside the implanted cypher. Aspiration was conducted and red thrombus was taken. Then poba was conducted with a 3.0 x 10mm balloon at 20 atm for three times. The patient's condition was stable after the treatment. The physician commented that the possible cause of the thrombotic event were because the ticlopidine hydrochloride was stopped due to a rash, the patient was thrombotic diathesis and the stent was under-dilated because ivus was not conducted. Additional details regarding the rash were not available. No further patient information is also available.please note that this product, cjs18250, lot no unknown) , is not distributed in the united states. However, it is similar to the united states distributed product, cxs18250. A male patient of unknown of age with a history of diabetes experienced a thrombotic event nineteen days post cypher stent implantation. Initially, the patient was admiited with an ami and underwent an emergent angiogram that revealed a lesion in his mid rca. This patient's history and emergent presentation with an ami put him at increased risk for mace. In addition, his ami puts him in a hypercoaguable state and at increased risk for thrombotic events specifically. Pre procedural medications included ticlid; while intra procedural medications included asa, ticlid and heparin. Acts were not measured. The lesion was described as de novo, typce c, 99% occluded, 2.5mm in diameter and 15mm in length. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 2.50x 18 mm cypher stent at a maximum inflation pressure of 18 atm. According to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent and the rated burst pressure should not be exceeded in order to prevent intimal damage or vessel dissection. The patient was discharged on medications that included asa and ticlid. Six days after the index procedure, the patient's ticlid was replaced with cilostazol because he had developed a rash. Nineteen days after the index procedure, the patient experienced chest pain and underwent a repeat angiogram that revealed thrombus in the previously implanted cypher stent. This was treated with aspiration and ptca. The patient was discharged in stable condition. According to the procedural physician, the possible causes of the thrombotic event were the discontinuation of the patient's ticlid, his thrombotic diathesis and that the stent was under-dilated. There are patient, vessel, procedural and pharmacological factors that may have contributed to this event.